Manufacturer narrative:
(B)(4). Results: the returned product was evaluated with control model 8350 alarm. Plugged the belt sensor to the alarm and buckled the belt and the alarm did not stop sounding. Also unbuckled the belt, but the sensor did not trigger the alarm to stop sounding. The sensor did not function as it should. The sensor is used and shows signs of wear and tear. (B)(4).

Event description:
Customer reported that the alarm does not sound when the buckle is released. The customer tested the alarm with other sensors and the alarm works properly.